Manufacturer narrative:
Device used for treatment, not diagnosis. Additional classification codes: gff, gfa, hsz. (B)(4). Device is an instrument and is not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. The drill bit broke intra-operatively and a fragment was left in what was originally thought was the patient's bone. A post-operative x-ray identified the fragment being in soft tissue and a removal surgery was performed. The drill bit fragment was removed successfully. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Medwatch user facility (uf) report # (B)(4) was received: it was reported that the drill bit broke off in the patient's bone during an initial ortho procedure for a leg fracture.(location of fracture is not known. It was confirmed that the patient was returned to the operating room on (B)(6) 2017 to remove the drill bit fragment. X-rays were used to locate the embedded fragment. X-rays determined that the fragment was not embedded in the bone, but was located in soft tissue. The fragment was removed successfully. There was no surgical delay during the removal procedure, and no reported harm to the patient. Patient outcome status was good. There is one device involved in this complaint. This report is 1 of 1 for (B)(4).